Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On 06/05/2026, it was reported that at approximately 9:30 pm, the patient reported experiencing frequent urination, increased water intake, a severe headache, and lethargy. The patient was unable to perform a fsbg test at that time. Due to these symptoms, the patient called 911 and was transported by ambulance to a hospital in township, michigan. Upon arrival at the emergency department (ed), a fingerstick blood glucose (fsbg) measurement obtained by the ed staff showed 410 mg/dl, while the dexcom cgm was displaying 514 mg/dl. The patient was admitted for monitoring and hydration. During the hospitalization, the patient received IV insulin and oral toradol. Multiple blood tests were performed, and the patient reported that the physicians indicated the results were normal. The patient was admitted on (B)(6) 2026 and discharged on (B)(6) 2026 at approximately 3:30 am, with a total hospital stay of less than 24 hours. No fsbg reading was obtained prior to discharge. The patient was reported to be in good condition at the time of discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.